Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicated that surgical intervention was undertaken wherein the ipg was explanted and replaced. Therapy was restored.

Manufacturer narrative:
Section b3: date of event is estimated.

Event description:
It was reported that patient's ipg was inoperable. Programmer displayed error message "replace generator. The generator has reached the end of its service. Contact your physician to schedule a replacement." It was noted that prior to ipg becoming inoperable, patient ran programs with high settings/parameters. Surgical intervention may be undertaken to address this issue.